Event description:
A customer reported that the screen on their insulin pump was blank, although the pump appeared to be operational, which affected their ability to interact with it. The customer's blood glucose level rose to 419 mg/dl. The customer reverted to an alternative method of insulin therapy.